Event description:
It was reported that the customer had an alarm and it occurred during bolus. Troubleshooting was performed. The pump did not alarm during testing. Moreover, it was reported that the customer was hospitalized for hyperglycemia. The customer had nausea, chest pains, and dizziness. It was found that the insertion is done while sitting and the infusion set usually is left in place for four days. The family member stated that the customer will call back to complete the testing.